Event description:
Caller reported that the t:slim x2 pump battery would not charge, and a power source alert was noted. The caller had not initially tried charging the pump using a wall adapter and was instructed by technical support to do so for 30 minutes. After doing this, the pump began charging using the original supplies. The charging issue led to a pump shutdown. There was no adverse impact on the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.